Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin squirting put while priming. The customer¿s blood glucose level was unknown. The battery cap would not seal over battery causes issues with powering on and insulin pump alarmed no delivery. The insulin pump will not be returned for analysis.